Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their modular core analyzer. The patient's doctor called and ordered a basic metabolic panel (bmp) and a renal panel. The patient had two samples drawn and had ises tested on both. The customer stated the specimen came to the laboratory pre-spun and was probably put on the modular pre analytics device, but could not be sure. All testing was performed on the same analyzer. The patient's initial results from the renal panel were a sodium of 120 mmol/l, a potassium of 3.6 mmol/l, and a chloride result of 85 mmol/l. These results were reported outside the laboratory. The patient's initial sodium result from the bmp sample was 112 mmol/l accompanied by a data flag. The sodium was automatically repeated and the result was 139 mmol/l and it was reported outside the laboratory. The initial potassium result was 3.0 mmol/l and it was reported outside the laboratory. The initial chloride result was 79 mmol/l and it was reported outside the laboratory. On (B)(6) 2012, the renal panel sample was repeated and tested from the original tube and the results were a sodium of 140 mmol/l, a potassium of 4.2 mmol/l, and a chloride result of 99 mmol/l. These repeat results were considered correct and sent as corrected reports. On (B)(6) 2012, the bmp tube was repeated and the results were a sodium of 140 mmol/l, a potassium of 3.8 mmol/l, and a chloride of 100 mmol/l. The patient was not treated based on the discrepant results. There were no adverse events. The sodium, potassium, and chloride lot numbers and expiration dates were not provided. The field service representative determined there was an issue with the ise channel 2 reference electrode. He changed the ise channel two reference electrode. He checked both ise channels for any fluidic, mechanical, or electronic issues. A precision check was performed on both ise channels. Channel one passed. Channel two failed. After replacing the reference electrode, channel two passed. Quality control was performed on both channels with results meeting the laboratory's specifications.

Manufacturer narrative:
The field service representative (fsr) returned to the customer site for additional service visits. On the second visit, he found a fluidics failure caused by a bad solenoid valve 8 and the sipper was dripping back into the mixing vessel causing carryover. He replaced he solenoid valve 8 and ise reagents. He cleaned the flow path with bleach and cleaned the mixing vessel. He successfully calibrated the ises. The customer ran quality control with results within range. A precision check and comparisons were performed between module 1 and 2. The precision results met specification. The fsr went back on site for a third visit and found the diluent nozzle was misadjusted. He adjusted the nozzle. He ran numerous samples as a comparison between the customer's 3 other modules. The customer ran calibrations and quality controls with passing results. The fsr went back on site for a fourth visit and found that the ise2 vacuum bottle valve was not closing completely causing fluidics failures. He swapped the ise units to try to correct the issue, but it did not. He checked all the fluidics on ise2 and found the vacuum valve for ise2 vacuum bottle was not closing. He cleaned and replaced it. He ran ise checks which passed. Calibrations passed and the customer ran quality control which met the laboratory's specifications. The customer ran quality control again an hour later and stated the quality control for both ises were close to the mean.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.